Event description:
It was reported that the asymptomatic patient presented for device check after being lost to follow-up. X-ray revealed the lead had dislodged due to suspected twiddlers syndrome. Lead revision is planned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
A partial lead was returned in three segments for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
New information received notes that the device was extracted and replaced. Patient was fine post-procedure.